Event description:
I had lasik surgery in both eyes done by (B)(6) vision. I had vision problems following surgery but they just told me to "wait and see" but after a few months I was told I had permanent vision issues which included an astigmatism in one eye and now chronic blepharitis and dryness. I fell into deep depression and have had to seek out doctors, mental health counsellors and treatment. I'm still paying several hundreds of dollars per month in treatment and doctor bills following the surgery. Lasik surgery is advertised as this great solution for glasses wearers but the many pros do not outweigh the cons and possibility of permanent damaged vision. This has become a major health crisis for me in my life and I can't go back now. Please reconsider the safety of this surgery. Thank you, (B)(6). FDA safety report ID # (B)(4).